Event description:
The pacemaker was implanted on (B)(6) 2009. Reportedly, during a follow-up performed on (B)(6) 2020, it was observed that the pacemaker had reached its end of life (eol). The previous follow-up was performed 14 months ago. Preliminary analysis revealed, that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacemaker was implanted on (B)(6) 2009. Reportedly, during a follow-up performed on (B)(6) 2020, it was observed that the pacemaker had reached its end of life (eol). The previous follow-up was performed 14 months ago. Preliminary analysis revealed, that, based on available data, normal battery depletion occurred (based on hrs guidelines).